Event description:
Pt states while stimulation is turned on she has to turn it up as high as it goes and even then she barely feels it. States she has fallen many times over the last year and a half. She was checked once after she fell, but not the other times. She has an appointment today with the physician and a medtronic representative. Pt also reported that after wearing her recharger all night while sleeping she experienced a burn on her buttocks. She did not notice an antenna temp sensor. Pt sleeps on her right side and ins is on her left. She said the redness was gone already when she called medtronic, but the swelling is still present. She feels the ins pocket gets warm while she is recharging. The company representative confirmed that the pt experienced a second degree burn after recharging 2-3 weeks ago. On (B)(6) 2010, the buttocks area was fine with no sign of burned skin. The pt was currently in the hospital for unrelated issues. She would like to turn her device on, but it was overdischarged and unable to be interrogated. She was without stimulation, but not experiencing any major discomfort. It was noted that she recharges every few days. There was no notable difference in the recharge that caused the burn and all her previous sessions. Her doctor thought the pt on her recharger; therefore, the skin issue was due to pressure more than burn. She has an appointment on (B)(6) 2010 with her doctor. Additional info has been requested and if provided a follow up report will be sent.

Manufacturer narrative:
(B)(4).